Event description:
It was reported that balloon rupture occurred. The 76% stenosed target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending artery. Following pre-dilatation with a 2.0x20mm maverick balloon catheter, a 3.5x24mm synergy drug-eluting stent was advanced for treatment. Post dilatation was performed with a 3.50mm x 12mm nc emerge balloon catheter. However, during the third inflation at 11 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The 76% stenosed target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending artery. Following pre-dilatation with a 2.0x20mm maverick balloon catheter, a 3.5x24mm synergy drug-eluting stent was advanced for treatment. Post dilatation was performed with a 3.50mm x 12mm nc emerge balloon catheter. However, during the third inflation at 11 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was copleted with another of the same device. No patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with contrast in the balloon and the inflation lumen, blood in the wire lumen. The device was soaked in a warm water bath for 2 days. Analysis of the tip, balloon, inner/outer shaft, and hypotube included microscopic and visual inspection. Inspection revealed numerous kinks in the hypotube. Inspection of the rest of the device found no other damage or defect. The device was leak tested by attaching an inflation device to the hub of the catheter and applying positive pressure. The balloon was inflated to rated burst pressure and held for 5 minutes. The device held constant pressure and did not leak. The reported rupture was not confirmed.